Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, two lead segments were returned; the tip section of the lead was not returned. No fractures were noted in either segment. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing of the returned lead segments was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements. During a device replacement procedure, it was noted that the rv lead was broken in half. It was thought that the lead broke when the device was removed from the pocket. The sensing measurements were poor and there was no capture at maximum outputs. The lead was cut and partially removed; and the remaining portion was surgically abandoned and replaced. No additional adverse patient effects were reported.